Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported a (B)(6) home-care patient "bit and tore up"the cable jackets of the patient cable, and was shocked and then received a slight burn at the lip." It was reported that one patient was affected by the event; however, no death or serious injuries were reported.

Manufacturer narrative:
The returned cable was evaluated. Eeprom content verification did not identify any issues. The cable failed the visual inspection due to cuts along the length of the cable causing exposed kevlar, wire jackets, and outer shields. The cable passed continuity testing and was determined to be functioning as designed. No exposed wire was observed. The exposed outer shield was determined to not carry an electrical current, therefore there was no risk of a shock or burn. Initial reporter zip code exceeded the maximum number of allowable digits, zip code is as follows: (B)(6). Concomitant medical product was updated from a blank field to ¿rad-8 horizontal."